Manufacturer narrative:
The thermogard console was evaluated by zoll service personnel at the customer site. The reported complaint of the thermogard console (sn (B)(6)) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review and during functional testing. The root cause of the mid:09 error was the defective air trap sensor board due to a possible overflow of fluid into the air trap chamber, likely attributed to user mishandling. There was no history of start-up kit (suk) leak complaints reported by this customer. The customer's secondary complaint of the broken top lid was confirmed during the visual inspection. During further visual inspection, observed a broken pump lid, unrelated to the reported complaint. The probable cause for the observed damages could be due to user mishandling. The top and pump lids were replaced to address the observed issue. An event log data review was performed and revealed a mid:09 (air trap assembly) error message, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. The air trap sensor block was replaced to remedy the fault. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console with serial number (B)(6). Ccr 66118, reported on june 10, 2022. The air trap sensor block was replaced to address the issue.

Event description:
During device check, the thermogard console sn (B)(6) displayed a mid:09 (air trap assembly) error message. In addition, the customer noted a broken top lid on both sides. No patient involvement.